Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this product was analyzed. Radiofrequency interrogation was perfomred along with threshold testing without electrogram drop out. It was concluded that this product was operating within specifications and the clinical observation was unable to be reproduced.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that that an account has had history of electromagnetic and radiofrequency issues in the past. There have been reported of wireless telemetry dropout during thresholds tests that leads to the patients going asystole for several seconds. No direct patient serious injuries have been reported. Technical services discussed 'cancel telemetry' popup and that they may need to consider using wand only.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.